Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and found that the pump runs, but the display goes dark. The faulty touch screen was replaced along with the processor board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 control panel mrp failed during priming. There was no patient involvement.